Event description:
The hcp reported that pt was experiencing increased spasticity. A rotor study was done and reported as "not correct." The hcp attempted to withdraw from the sideport and was unable. The device system was explanted and replaced.

Event description:
The rotors study indicated a 30 - 45 degrees rotation instead of the expected 60 degrees. The patient outcome was reported as "mrsa postive on old pump site wound."